Manufacturer narrative:
The insulin pump was received with blank display due to missing battery contact spring. We were unable to perform functional tests due to blank display. No moisture damage inside reservoir compartment, electronic assembly or motor noted. The insulin pump had cracked case at display window corner, cracked lcd window and cracked belt clip slot at battery tube threads area.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 129mg/dl at the time of incident. The customer indicated that the pump cannot exit the preparing the prime loop. Troubleshooting found that the pump was exposed to moisture and that there is insulin in the pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.